Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an issue with one infusion set, specifically that the cannula was kinked. The patient noticed symptoms within 3 hours of insertion, and the site of insertion was the hip. The patient regularly rotated site locations and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time the issue was noticed was 96 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.